Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported they went to get their "power points readjusted" for pain relief and the issue for their pain began a month or two prior to meeting the representative (rep) in november 2022. Patient stated their rep went on their 'ipad' and informed the patient that the leads on their right side were fractured and not operable. Patient was told that they could have another surgery right away or wait to replace theimplant.  No symptoms were reported to be associated with the lead.  There was no allegation against the ins reported. Information was received from a manufacturer representative regarding apatient who was implanted with an implantable neurostimulator (ins). It was reported that the caller indicated they interrogated the ins today and found some impedance values that were high on the 8-15 lead. The caller was calling to try to program the ins to avoid the oor conditions. The right side lead was programmed with electrodes 8 10 and 12. The caller provided the following values form the impedance test results. Ref 8 all values are 40000ohms ref 10 0 17000ohms 1-7 around 1000ohms 9 960ohms 11 13 14 and 15 40000ohms 12 1100ohms ref 0 the 1-7 side had all values at 17000ohms and 8-15 were 40000ohms.  The caller indicated that they would attempt to program to avoid using the 8-15 electrodes. The manufacturer representative (rep) later reported that they programmed around theimpedances and the issue was resolved. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. The rep was able to establish effective therapy with programming. Rep reported there is no way to tell if a lead is fractured, but rather the pt was informed that a fracture could be a possible reason for the high impedances. The rep stated the november appointment was a continuation of the february 2022 appointment, where the mode was submitted for out of range (high impedances). As of now, this lead is still implanted in the pt and the pt was getting pain relief/therapy from the other existing lead. Additional information was received from the patient (pt). The pt reported the pain started in early 2022. Pt had an appointment in february 2022 to make adjustments. It was at this appointment that it was discovered that there were possible impedances on their right side. Pain continued in 2022 and they had another appointment in november 2022 and august 2023. Pt reported the impedances were discovered after the adjustments. Pt reported they had no trauma that could cause the impedances. Pt reported adjustments were made at each of the previously mentioned appointments. Pt had an x-ray in august 2023 and no impedances were discovered. The cause of the pain was not determined, but no information reported to indicate patient is not still receiving effective relief. Weight was received.